Event description:
The manufacturer received information alleging a ventilator was physically damaged. There was no harm or injury reported. During the evaluation of the ventilator at the manufacturer's service center, the device's ac inlet connector was found to be physically damaged with exposed contacts. The ac inlet connector was replaced to address the issue.